Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the reporter. The handpiece was tested at the beginning of the surgery before the surgical action. There were no consequences for the patient.

Manufacturer narrative:
A sample was received at manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received but not received to date. (B)(4).

Event description:
A clinic responsible in sterilization department reported that a handpiece had bad aspiration. There are two systems at the facility but it is unknown which one was used. Additional information has been requested but not received to date.

Manufacturer narrative:
\Evaluation summary. Product evaluation: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. However, the phaco handpiece was returned for evaluation. The product met specifications at the time of release. Phaco handpiece was received for evaluation. A visual assessment of the returned sample found no visual defects. Full functional testing was performed on the returned handpiece. The handpiece was able to pass a ground resistance test initially. The handpiece was then tested for flow in both irrigation and aspiration channels. The handpiece successfully passed the flow test. The handpiece was then connected to a calibrated system in which it was able prime/tune and run for 5 minutes to meet per manufacturer´s specifications. Stroke testing was performed on a dynamic tuning fixture (dtf) in which the handpiece was tested for ultrasound and torsional movement. For the stroke test, the handpiece was found to meet specifications. The root cause of the reported event cannot be determined conclusively. (B)(4).